Event description:
It was reported that during a free flap procedure, the medium device would not reload correctly and cut the vessel instead of clamping the vessel. The small device would not auto reload the next clip. A reusable clip applier was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that approximately two years post implant of a laparoscopic adjustable band, the port flipped. Two of the hooks were still in the fascia but others were not. The port was removed and a new port was implanted. The patient is doing well.

Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.